Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left bundle branch (lbb) lead exhibited intermittent loss of capture on the presenting electrogram (egm). Technical services (ts) was initially consulted due to the patient experiencing syncope; however, ts noted that no correlating therapy events were stored at that time. Additionally, ts recommended to further evaluate the lbb lead due to possible intermittent loss of capture and premature ventricular contractions which were confirmed on the presenting egm. No adverse patient effects were reported. This lbb lead remains in service.